Manufacturer narrative:
Device evaluation: the device is related to the reported event rupture received on may 13, 2024, with lot number 2461845. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, 1 opening assessed, as fold flow opening. Additional observations: stress marks observed, are assessed as non-penetrating nick. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, "rupture". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06jun2024.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.